Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula may not have inserted properly into the infusion site, a condition that could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 26 mmol/l (468 mg/dl) less than four hours after the pod was activated. She was not sure the cannula was in the infusion site.